Event description:
The patient contacted animas on (B)(6) 2012 stating the up and down arrow keypad buttons were intermittently unresponsive for a few days. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012: during investigation, the up arrow, down arrow and ok keypad buttons were found to respond appropriately. Correction: investigation codes were inadvertently omitted for the original investigation results. Updated supplemental to add evaluation codes. For evaluation methods, evaluation results and evaluation conclusions codes.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the product analysis investigation the contrast button was found to e intermittently responsive and contamination was found under the up, down, and contrast buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.